Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the patient right atrial (ra) lead exhibited noise oversensing causing inappropriate mode switch. Programming changes were made. Patient was stable throughout.